Manufacturer narrative:
G4: 03apr2020. B4: 08apr2020. Confirmed there was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit's touchscreen was not working and could not be calibrated. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.